Event description:
It was reported that the bulb of a bulb irrigation syringe was "not sealed" to the syringe barrel.

Manufacturer narrative:
It was reported that the bulb of a bulb irrigation syringe was "not sealed" to the syringe barrel and that one was able to "pull it apart." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation. In addition to confirming the reported problem/issue, the returned bulb irrigation syringe was also found to be unable to "hold any fluid after aspiration. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.